Event description:
A product liability claim was raised. It was reported that the pt was implanted an unk durom hip component on the left side on (B)(6) 2009. Four years later, on (B)(6) 2013, the pt had extensive blood tests performed due to problems he had been experiencing for a few months. The results showed elevated cocr levels. In addition, a CT scan of his left hip also showed particle disease and aseptic lymphocytic vasculitis associated lesion. To date, the pt has not been revised. The pt is currently being monitored.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).